Event description:
(B) (4). The packaging/labeling related issue was identified by the distributor, and as a result, the subject device was returned to the manufacturing prior to any implant attempt.

Manufacturer narrative:
(B) (4). Device history records for the device and its labels were reviewed. Additional details: the issue identified by the sorin affiliate has been confirmed. This device was subjected to an auxiliary process prior to being distributed. As a result, it was necessary to manually enter the product code into the computer system. As was identified during the investigation, the device code was manually entered incorrectly, leading to the issue. It should be noted that normally, this code is always entered electronically.